Manufacturer narrative:
Block h6: imdrf device code a0501 captures the reportable event of snare loop detachment of device or device component.

Event description:
It was reported to boston scientific corporation that a captivator? Cold snare was to be used during lower - colonoscopy procedure performed on (B)(6) 2025. During procedure, when attempting to removing tissue from the polyp, the technician went to close the snare, and the wire broke off. There were no patient complications as a result of this event.

Manufacturer narrative:
Blocks b5, h1 and h11 has been corrected. Block h6: imdrf device code a0501 captures the reportable event of snare loop detachment of device or device component. Imdrf impact code f2301 captures the reportable event of additional device required.

Event description:
It was reported to boston scientific corporation that a captivator? Cold snare was to be used during lower - colonoscopy procedure performed on (B)(6) 2025. During procedure, when attempting to removing tissue from the polyp, the technician went to close the snare, and the wire broke off. The procedure was completed, and the detached loop was retrieved using forceps. There were no patient complications as a result of this event.